Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted intense adhesions between the viscera and the mesh which took over 90 minutes to lyse. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, scarring and disfigurement. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.